Event description:
It was reported that an alert for lv lead impedance greater than upper limit was observed via remote transmission, which may be a result of a fracture on the lv ring electrode. It was noted that this issue may be causing lv loss of capture and a delay in depolarization. The patient presented to the clinic on (B)(6) 2022 and programming changes were made. The patient was fine and asymptomatic.